Manufacturer narrative:
An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
There appeared to be a water leak across the oxygenator from the water lines during priming, the arterial boot and venous side of oxygenator was filled with condensation. Lot on oxygenator - 70103729. Pack number - (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer and we're unable to complete an evaluation on the affected product. If and when the its' returned we will send a supplemental report with our additional findings. We continue in our efforts to follow up with the customer to retrieve it. (B)(4).

Event description:
There appeared to be a water leak across the oxygenator from the water lines during priming, the arterial boot and venous side of oxygenator was filled with condensation. Lot on oxygenator - 70103729. Pack number - 701056869 / bo-top 4113.

Manufacturer narrative:
Correction: manufacturer date was not entered in the initial MDR. Manufacturer date: 03/24/2016. Correction: date was not entered in the MDR follow up 1. Date of report: 05/27/2016.

Event description:
(B)(4). There appeared to be a water leak across the oxygenator from the water lines during priming, the arterial boot and venous side of oxygenator was filled with condensation. Lot on oxygenator - 70103729. Pack number: (B)(4).